Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported the a shipment of bd vacutainer® edta venous blood collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.

Event description:
It was reported the a shipment of k2 edta (k2e) 3.6 mg plastic collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Correction: it was reported the a shipment of k2 edta (k2e) 3.6 mg plastic collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions. Medical device brand name: k2 edta (k2e) 3.6 mg plastic collection tube. Medical device type: jka. Report source: distributor. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.